Event description:
A patient reports while charging their controller it had overheated causing the charging port to melt. In addition the patient reports the controller would not charge past 20 percent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#: 91127 was implemented. The device was not returned for evaluation.